Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with symptoms of bradycardia. Upon device interrogation, the right ventricular lead exhibited noise which resulted in intermittent pacing inhibition. The noise was reproducible and resulted in inhibition. The patient had complete heart block. Low lead impedance was also observed. The lead was capped and replaced on (B)(6) 2015. The patient was doing fine post procedure.